Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient presented with grade 3 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the clip was observed to be tilted. Recurrent mr of grade 3-4 was reported. Patient was symptomatic with dyspnea. Chordae was observed inside the clip. A re-intervention procedure was performed. Another mitraclip was implanted. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device and partial clip movement were unable to be determined. The reported recurrent mr was a cascading effect of the reported partial clip movement. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.